Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unk. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. (B)(6). The 510k #: unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 20 june 2006, 313.302 / 1509116. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during removal of a screw the screwdriver tip was broken. The surgery was prolonged. Patient outcome is good. This complaint involves 1 part. Concomitant device: part 313.300, lot 1361479 qty1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation has shown that the tip of the screwdriver is broken off as complaint. The broken tip was also returned for investigation. The remaining part is seriously twisted in direction consistent with screw removal. The review of the device history record revealed that this instrument was manufactured in the year 2006 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The screwdriver is made from stainless steel and is manufactured in compliance with the international standards for surgical instruments. No manufacturing related issues that would have contributed to this complaint were found. This instrument is almost ten years old; therefore, it was determined that this occurrence is wear after frequent uses. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.